Event description:
It was reported that during a colon procedure, the device would not staple on the first use. The surgeon then used an ec60(lot:c4fu40), but it also did not function. The ec60 would not staple also on the first use. The surgeon then used an atw45 to complete the case without any difficulty. The procedure was extended less than 15 minutes. There was no adverse patient consequence.

Manufacturer narrative:
Information was not provided by the initial contact. Evaluation summary: the analysis results found that one sc60 device was returned with no visual non-conformances and with no cartridge present. The device was tested for functionality with a test cartridge and it achieved a complete 3-strokes fire without any difficulties noted. Event described could not be confirmed as the device achieved a complete firing cycle and no cartridge was returned for analysis; however, if the firing cycle is interrupted and if reinitiating of firing is resumed, the instrument wil lock out. A batch record review was performed and no anomalies were found during the manufacturing process.